Event description:
A healthcare facility in wisconsin reported that multiple bubble CPAP infant nasal mask are coming loose and easily detaches from the tubing. There were no reported patient involvement.

Manufacturer narrative:
(B)(4). Method: two complaint units bc801 infant nasal mask were returned to fisher & paykel healthcare new zealand where they were inspected by trained f&p personnel. Results: all measurements were within specification as per the part's respective drawings. Conclusion: the reported fault of the nasal mask becoming loose and easily detaches could not be confirmed. No fault was found with the returned devices. The user instructions that accompany the flexitrunk infant interface illustrate in pictorial format the correct set-up and proper use of infant interfaces, including the nasal mask and nasal tubing. It also states the following: "connect prongs and mask to nasal tubing ensuring that it is inserted fully." "If using mask: connect to patient by placing mask around the nose. The mask should sit comfortably around the patient's nose. It must not occlude the nostrils or touch the septum and should not be over the lip or over the eyes." "Check that all circuit connections are tight before use and after any adjustment."

Manufacturer narrative:
(B)(4). The complaint device is currently en route to fisher & paykel healthcare (f&p) (B)(4) for evaluation. We will provide a follow up report upon completion of investigation.

Event description:
A healthcare facility in (B)(6) reported that multiple bubble CPAP infant nasal mask are coming loose and easily detaches from the tubing. There were no reported patient involvement.